Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53554) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), migraine ("migraines"), infection ("infection"), nausea ("nausea"), depression ("depression"), headache ("headaches"), ovarian cyst ("cyst of ovary ¿ right"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), back pain ("back pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, alopecia, hypersensitivity, migraine, infection, nausea, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, dyspareunia, weight increased and abdominal pain upper outcome was unknown and the genital haemorrhage, headache, fatigue, abdominal distension, back pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: event vaginal bleeding, menorrhagia, headache, ovarian cyst, dysmenorrhea, dyspareunia, fatigue, weight gain, bloating, stomach pain, back pain, cramping added. Reporter, lot number, events outcome were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53554) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, colposcopy, uterine dilation and curettage and laparoscopy. Concurrent conditions included paratubal cyst and bleed in luteal cyst. Concomitant products included naproxen sodium (anaprox ds). On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), migraine ("migraines"), infection ("infection"), nausea ("nausea"), depression ("depression"), headache ("headaches"), ovarian cyst ("cyst of ovary ¿ right"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), back pain ("back pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dizziness, alopecia, hypersensitivity, migraine, infection, nausea, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, dyspareunia, weight increased and abdominal pain upper outcome was unknown and the genital haemorrhage, headache, fatigue, abdominal distension, back pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three to four coils of the essure were noted bilaterally in the endometrial cavity following placement diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion; on (B)(6)2015: essure devices are in satisfactory location and there is occlusion of the bilateral fallopian tubes.. Ultrasound abdomen - on (B)(6)2016: anterior uterus with a normal external contour and an ill-defined endometrial stripe. Neither adnexa is optimally visualized.. Ultrasound scan vagina - on (B)(6)2016: normal appearing uterine serosal surface and a homogeneous myometrium. The endometrial stripe appears normal. The cervix appears normal. There is a dominant right ovarian follicular cyst. There are no abnormalities noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, ovarian cyst, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), migraine ("migraines"), infection ("infection"), nausea ("nausea") and depression ("depression"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, alopecia, hypersensitivity, migraine, infection, nausea and depression outcome was unknown. The reporter considered alopecia, depression, dizziness, genital haemorrhage, hypersensitivity, infection, migraine, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.